Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included ovarian cyst, uterine prolapse, cervical dysplasia, hypertrophy of labia and labiaplasty. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy, labial repair, bilateral labialplasty mccall culpocleisis). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2018: post-op diagnosis: uterus prolapse, moderate dysplasia of cervix, female pelvic pain, labial hypertrophy, labial tear, sequela. Procedure(s) performed: total vaginal hysterectomy, salpingectomy, labial repair with bilateral labialplasty mccall culpocleisis. Findings: second-degree uterine prolapse noted. Essure were identified bilaterally in the proximal fallopian tubes. Normal ovaries. Status post obstetrical injury to the right labia. Ultrasound pelvis - on (B)(6) 2015: history: pelvic pain with a history of essure. Findings - uterus: uterine position: mid position, uterine echotexture: homogeneous. Uterine size 8.49 x 5.99 x 4.459 with a total volume of 122 cubic cm. Endometrium: normal endometrial echotexture. Endometrial thickness 3.8 mm. Right ovary: normal appearance and blood flow. 2.73 x 2.36 x 2.7 with a total volume of 9.2 cubic cm. Left ovary: small simple cyst measuring 1.6 x 2.0 cm. 3.17 x 2.7 x 2.57 with a total volume of 11.5 cubic cm. Additional findings: history is identified in either cornu. Conclusion: essures identified. Small simple cyst noted on left ovary. Otherwise normal exam. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure inserted. The patient's medical history included ovarian cyst, uterine prolapse, cervical dysplasia, hypertrophy of labia and labioplasty. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, salpingectomy, labial repair, bilateral labioplasty mccall colpocleises). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: e sugars identified. Small simple cyst noted on left ovary. Otherwise normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.